Event description:
During the monthly review of blueprint revision cases, details regarding a revision surgery were presented. The procedure involved the removal of a size 2 nucleus, an augmented glenoid, and a standard anatomical head. The decision for revision was attributed to an overactive and non-compliant patient with a subscapularis tear. Unfortunately, there were no pre- or postoperative x-rays available for assessment. The notable aspect of this case was the patient's high activity level, non-compliance, and the presence of a torn subscapularis tendon.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During the monthly review of blueprint revision cases, details regarding a revision surgery were presented. The procedure involved the removal of a size 2 nucleus, an augmented glenoid, and a standard anatomical head. The decision for revision was attributed to an overactive and non-compliant patient with a subscapularis tear. Unfortunately, there were no pre- or postoperative x-rays available for assessment. The notable aspect of this case was the patient's high activity level, non-compliance, and the presence of a torn subscapularis tendon.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.